Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had continuing issues with erratic blood sugars requiring the use of a back-up plan and multiple set changes. Customer's blood glucose was 24.6 mmol/l. Customer treated with a pen. Customer expressed the following symptoms of high blood glucose: feeling sleepy and dehydrated. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. Customer found no air in the tubing. Customer reinserted the reservoir and ran a manual prime. Customer stated that the insulin did exit the tubing. Customer stated that the bolus wizard settings are correct and no abnormal alarms were found in the alarm history. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.